Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during the medical intervention of a patient on 18mar2026 at 14:00, when monitoring the patient's non-invasive blood pressure (nibp), the display touchscreen jumps when attempting touch inputs. After restarting the device, the reported problem is resolved. Information obtained through good faith effort indicated there was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the display touchscreen jumps when attempting touch inputs. After restarting the device, the reported problem is resolved. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.